Manufacturer narrative:
(B)(4). Date sent: 09/25/2020. D4: batch # t5d73m. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event:unknown batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the oesophagus was not dilated, so I elected to use the cdh25. I used a purse string clamp to apply the purse-string and this looked good. The oesophagus was gently stretched with a 16ch foley catheter balloon. I placed the anvil in the oesophagus and tied the purse string. All looked good. We prepared the jejunum and advanced the gun through the end to a suitable location and deployed the spike. I could see a very small linear split on the serosa of the jejunum either side of the spike, so I placed a hand-sewn pursestring around the spike to prevent this split from progressing radially. The spike could move freely through this pursestring. We engaged the spike with the anvil and started closing the gun. As the oesophagus and jejunum were coming together and starting to squeeze, I saw the circumferential split in the oesophagus around one half of the anvil. The bar had not even started to move yet. The oesophagus was not under tension. I unwound the gun to separate the two again and placed a second purse string manually around the anvil. This looked better and we carefully closed the gun again, and it looked to hold. The bar was in the middle of the green so we fired. There was a crunch but it did not feel like it closed all the way. There was no give. I had no option but to try disengaging the gun and removing it. That was when I discovered that 75% of the staples had not closed, the anastomosis was not fashioned but the doughnuts were cut, leaving a defect in the jejunum and oesophagus. I had to re-resect a bit of jejunum. We struggled to mobilize more oesophagus as it had retracted into the mediastinum and the stay sutures were now very close to the edge and at risk of cutting through. That left one option, which was a fully hand-sewn o-j anastomosis. We will see in a week if that has worked well. Altogether, this added 1.5 hours to the procedure time. We still completed a total gastrectomy.